Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Our customer has reported us via sales rep. That the item was luxated (previously implanted date: (B)(6) 2012) last (B)(6) 2012 (rx showed the prothesis luxation). A revision surgery was done last (B)(6) 2012, where the product (690-00-22d) was explanted.